Event description:
Same case as MFR report #3005099803-2009-01164. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, wire coating issues occurred. The target lesion was in the common bile duct. A guide wire had been advanced to an unspecified location. During the procedure, the wire "shredded/frayed" and the color coating of the wire "stripped off/shredded off" part of the wire. A device was advanced and during the procedure, it was noticed that the color coating of the wire "stripped off/shredded off" part of the wire. The procedure was completed with another hydra-jag/ .035/450cm/str guide wire. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch fill be filed.